Event description:
The customer reported that the companion 2 driver supporting a pt exhibited a "system malfunction" alarm. The pt was switched to a backup driver without adverse impact. The companion 2 driver was returned to syncardia for evaluation. The "system malfunction" alarm was duplicated in the lab at syncardia. The root cause for the alarm was the left vacuum cable on the left vacuum cable on the left vacuum blower. During testing, the left vacuum cable was manipulated, and the vacuum reading fluctuated between -1 and -11 mmhg before dropping to zero. And the driver exhibited a "system malfunction" alarm. The left vacuum blower was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to the pt, because it would not prevent the companion 2 driver from performing its life-sustaining functions.

Manufacturer narrative:
This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.